Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed irritation around the breasts from the device rubbing. Patient reported on the left side was a circular area that resembled a blood blister but flatter. The patient's nurse placed foam padding over the area. The patient reported that the irritation improved.